Event description:
It was reported that the patient experienced pocket stimulation and required device reprogramming. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688 implantable pacing lead (B)(6) 2013.(B)(4).